Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: summary: technical event:232035 during start-up (pfilter selftest failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.